Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the pump has been alarming since discontinuing use of the pump. Customer's blood glucose level was 250 mg/dl. Customer declined to provide additional information and further troubleshooting with tandem technical support. Reportedly, the customer had manual injections as alternate insulin therapy.